Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device did rewind completely, no rewind anomaly noted. No cosmetic damage noted.

Event description:
Customer reported via phone call that he was hospitalized for a knee surgery. Customer needed assistance with the device. Customer's blood glucose was 500 mg/dl. Customer mentioned the device vibrated and there was a black dot on the screen. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.